Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received cracks around the screen. Customer's blood glucose level at the time was 150 mg/dl. Advised insulin pump would be replaced. No additional info was provided.